Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown cup, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown stem, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01610, 0001825034-2019-01609.

Event description:
It was reported that patient is being considered for a revision for an unknown reason. Additional information was requested, however none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.